Event description:
The facility reported an infusion pump with failure code 12:303. The facility's rep stated that no pt incidents were reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided. It is not known if the failure occurred while infusing on a pt.